Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "syncopal or in an altered state of awareness" at the time of episode. An alert was triggered by non-sustained ventricular tachycardia (nsvt) episodes and short v-v interval counts. The right ventricular (rv) lead also had noise. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.